Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported by the contact that after a new infusion set tube was loaded onto the pump, an air bubble was noted at the luer lock. The customer's blood glucose (bg) level was 204 mg/dl. A correction bolus via an insulin pen was used to address the bg level. The contact successfully removed the air bubble and insulin delivery was resumed.